Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of insertion difficulty was confirmed and appears to be related to the use of the device. One 50 cm guidewire was returned for evaluation. Dried blood residue was present throughout the guidewire. A sticker label indicating ref:2295108 and lot: redw1077 was also returned. A sharp 90-degree bend was observed on the proximal end of the wire. The distal end of the flexible tip was observed to be knotted. Microscopic observation of the guidewire did revealed slight shifts in the coil wire proximal to the guidewire knot. The outer diameter of the guidewire near the knotted region was measured and was found to be within specification. The formation of a knot on the distal end of the wire suggest the wire was advanced and retracted against resistance. Patient anatomy and insertion angle may have contributed to the reported event. The formation of a knot suggests a smooth insertion was not experienced; therefore, the reported complaint is confirmed and appears to have been caused by use related factors and conditions. A lot history review (lhr) of redw1077 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the surgeon had difficulty performing the PICC insertion as the guidewire was not threading smoothly. Upon removal and close inspection of tip, they found the tip was rough and not smooth like rest of wire. They repeated the procedure using a new guidewire and had no issue with the second device. (B)(6) 2020- returned guidewire is knotted.